Event description:
It was reported that the pt was reading fine and then the registered nurse (rn) just noticed tha the cam02 monitor was completely turned off. It was plugged in at the time. Clinical engineer at the user facility was called and he removed the monitor, plugged it in, and ran it successfully for 2 straight days. Add'l info was received from the customer on (B)(6) 2015. The cam02 was initially used on the (B)(6) male pt on (B)(6) 2015. The date of the incident was also on (B)(6) 2015 - the customer was not sure of the time frame from when the pt was reading fine to when the cam02 completely turned off. The customer stated "probably several hours, no more than 8". The monitor read out board failure. It was sent to clinical engineering. The serial number of the cam02 was provided. A new monitor was set-up and worked fine. There was no pt harm or adverse consequence as result of the cam02 being turned off. The pt remains stable in the intensive care unit (ICU).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation on 08/04/2015. The investigation included: review of complaints history. Results: the DHR review could not be completed for the cam02 monitor reported as defective since the serial number of the monitor was not provided by the reporter. (B)(4). Conclusion: root cause was not determined since the product was not returned for evaluation.